Event description:
Based on the report, reported to neomedical on (B)(6) 2009, the two lumens of the dual lumen catheter were interconnected, "cross talking". An over wire exchange with another neomedical dual power PICC with lot number 1012 was done. This replacement catheter performed flawlessly. The patient is ok and the used catheter/sample was discarded by the nurse. (B)(4).

Manufacturer narrative:
This report was previously assessed in (B)(6) 2009 and the decision was there was no indication for MDR reporting, based on the existing MDR decision tree. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. Neomedical has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint files were re-examined and based on the changed criteria this MDR report is being filed. An examination of the device was needed to clarify the issue reported, however, the product sample was discarded by the user.